Event description:
It was reported that the user maladapted meal announcements by entering smaller-than-usual meal doses, which prompted guidance through a factory reset. The user employs inset 23-inch infusion sets, and insulin delivery resumed after the reset, consistent with an incorrect procedure related to the user interface. Symptoms included unspecified clinical effects with insufficient information, with the user describing frequent ¿low¿ alerts on the pump consistent with hypoglycemia. Outcomes included an impact that could not be further characterized due to insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem, with a usage problem identified involving failure to follow instructions for meal announcements in the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.